Event description:
Consumer reported complaint for error message (e-2). The customer reported feeling dizzy; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 116 mg/dl using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 08/20/2025 and test strips were opened on the day of the call.

Manufacturer narrative:
Internal report reference number:(B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in several follow-up calls to ensure the customer' s condition had improved - unable to establish contact with customer at this time.